Event description:
This is a report of a homechoice patient (hp) who requested technical assistance on (B)(6) 2010. Hp requested assistance in ending therapy in order to go to the hospital. This was during patient use. Technical service representative was able to assist hp with a solution over the phone. On (B)(6) 2010, product surveillance contacted the peritoneal dialysis (pd) nurse regarding home patient going to the hospital. The nurse stated that the patient had peritonitis. She stated she did not know the cause of the peritonitis and was unable to provide any additional information. This is complaint four of four related complaints.

Manufacturer narrative:
(B)(4).sample not available as patients discard supplies after each therapy.